Event description:
A scrub technician reported that during a cataract extraction with intraocular lens implant procedure the phaco"chatter" stopped. The surgeon was able to complete surgery with the same system with no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. The customer was instructed to the customer to tighten the handpiece tip and re-tune the handpiece. After tightening the handpiece tip and re-tuning the handpiece, the system functioned normally. The system was manufactured on december 14, 2005. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the user error by not tightening the handpiece tip properly. The manufacturer internal reference number is: (B)(4).